Manufacturer narrative:
Device is not expected to be returned for the manufacturer review/investigation. The device history record was reviewed and met all material specifications with no deviations identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that patient underwent a lapidus arthrodesis surgical procedure that utilized a paragon 28 phantom intramedullary nail. The nail was found broken at the distal cuneiform hole at 3 months post operatively. The patient is said to be doing fine and the physician did not schedule a revision surgery.